Event description:
A cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Initially, the customer was unable to reload the cartridge and resume insulin delivery. Technical support instructed the customer to reset the pump, and after doing so, the customer successfully loaded a new cartridge and resumed insulin delivery.